Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system functioned within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system would not proceed past the startup screen. The site attempted several reboots, but this did not resolve the issue. No patient was present during the time of the reported incident.